Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The customer was noted to have expired test strips. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (customer¿s daughter) reported they received readings on her mother¿s adc blood glucose meter that were higher in comparison to hcp meter readings. On (B)(6) 2016 at 7:00 am the customer was getting up when she experienced a loss of consciousness and fell. Prior to experiencing the loss of consciousness, the customer tested with her adc meter and received a reading ¿that was normal¿ for her. The specific reading was not reported. The customer regained consciousness after a few minutes, but was pale and had a headache. Paramedics were called and tested the customer with their meter which indicated that she had ¿extremely low blood sugar¿. The customer was taken via ambulance to a hospital where she diagnosed with hypoglycemia. The caller could not recall the readings that were taken from her mother¿s adc meter versus the paramedics¿ or hospital meters. At the hospital, the customer was treated with an unspecified ¿IV¿, and reportedly given insulin injections. The customer was discharged at 5pm on the same day. It should be noted that treatment with insulin is inconsistent with a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product's were returned. Upon inspection, it was determined that the returned test strips were expired. The reported meter was investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
A caller (customer¿s daughter) reported they received readings on her mother¿s adc blood glucose meter that were higher in comparison to hcp meter readings. On (B)(6) 2016 at 7:00 am the customer was getting up when she experienced a loss of consciousness and fell. Prior to experiencing the loss of consciousness, the customer tested with her adc meter and received a reading ¿that was normal¿ for her. The specific reading was not reported. The customer regained consciousness after a few minutes, but was pale and had a headache. Paramedics were called and tested the customer with their meter which indicated that she had ¿extremely low blood sugar¿. The customer was taken via ambulance to a hospital where she diagnosed with hypoglycemia. The caller could not recall the readings that were taken from her mother¿s adc meter versus the paramedics¿ or hospital meters. At the hospital, the customer was treated with an unspecified ¿IV¿, and reportedly given insulin injections. The customer was discharged at 5pm on the same day. It should be noted that treatment with insulin is inconsistent with a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.